Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported via e-mail that she had several tampons tear apart upon removal leaving pieces inside her vaginal cavity. She reported she went to urgent care to make sure nothing was left inside and the doctor found a small tampon piece inside her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and medical treatment, if any, however, no further information has been received.